Manufacturer narrative:
Follow-up submitted as it was determined the repair work order was generated in error and there was no malfunction. Work order entered in error, no malfunction found.

Event description:
It was reported via repair work order that the frame was bent. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the frame was bent.